Event description:
The clinician reported that almost 1.5 years after the dental implant was placed in ada site 4 in the patient's mouth, the implant lost osseointegration in type iii bone. The clinician reported the patient's insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.